Event description:
Related manufacture reference number: 2017865-2022-04241. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition. It was also reported that the left ventricular lead (lv lead)have been programmed off due to chronically high capture thresholds. The lv lead was capped on (B)(6) 2022 while the revision of the atrial lead was unsuccessful and the atrial lead remains implanted. The patient was discharged from hospital.